Manufacturer narrative:
The bed was evaluated by a stryker medical service technician, and no malfunction or defect was noted. A member of the hospital's facilities team indicated the bed had already been power cycled at the time of the inspection and so it could not be determined if the bed exit had been set at the time of the fall or not. The facilities employee also stated that nothing further was needed from stryker.

Event description:
It was reported a patient fell from the bed and the bed exit reportedly did not alarm. It was further reported that during the fall, the patient's tubes, wires and IV came out, and the patient was alleged to have expired shortly thereafter.